Event description:
It was reported that the patient underwent hysterectomy on (B)(6) 2015 and topical skin adhesive was used. Approximately 3-4 days following the procedure, the patient experienced reaction with extreme itching around three small incisions on belly. The physician opined the patient is allergic to the topical skin adhesive. It was reported that benadryl and cortisone did not work. The physician advised the patient to go home, shower and remove the topical skin adhesive using aquaphor healing ointment. The patient rubbed and the topical skin adhesive came off slowly 11 days after the initial surgery. Following removal of the topical skin adhesive, the patient reported relief, the reaction is gone and the patient is healing.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.